Event description:
The distributor reported that a foreign object was found in the barrel of the syringe during their initial inspection of received product. The kit was not sent to a user facility.

Manufacturer narrative:
Device eval - one un-opened new device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed. The root cause is attributed to the mfg process.